Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a high impedance was observed during a generator replacement. Pre-operatively the impedance was within normal limits. When implanting the new generator, the high impedance was observed. Troubleshooting for the event involved: pin re-insertion; visualizing the pin past the setscrew connector block; irrigating the header with saline, and visualizing lead for any breaks. A test resistor was not used to troubleshoot the event. It was concluded that the impedance issue was due to the new generator and another new backup generator was implanted; impedance reading were seen ok. The suspect generator was returned and has not been received to date. No other relevant information has been received to date.

Event description:
The suspect device was received for analysis.

Event description:
Device analysis was completed.